Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - tjf type 150 operation manual chapter 3 preparation and inspection shows how to detect the event. - tjf type 150 reprocessing manual 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, and in addition to the reported in b5, the device evaluation found the following: the forceps elevator had foreign material, the nozzle was deformed, the objective lens had discoloration, the plastic cover had a scratch, the adhesive on the bending section cover rubber was detached, the connecting tube was sticky, the connecting tube had a scratch, due to wear of the angle wire the bending angle in the up/down/left/right direction did not meet the standard value, due to wear of the angle wire the play of the up/down/right/left knob was out of the standard value, the grip had a dent, the control unit had a scratch, the suction cylinder was shaved, the forceps channel port was shaved, the universal cord had buckling, the universal cord had a scratch, and the lock engagement knob was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator had foreign material in it. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.